Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/17/2017. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch kl6931, exp. Date: 09/30/2021; date of mfg: 10/26/2016 batch kkz567, exp. Date: 08/31/2021; date of mfg: 09/15/2016 batch kd6190. The device history records were reviewed for the possible batch numbers kkz567 and kl6931 and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cataract repair procedure on (B)(6) 2017 and suture was used. During the procedure, the surgeon noticed that the shape of the needle which he regarded as v549g was unusual. It was found that the inner package was not for v549g but for v449g. There were no adverse consequences to the patient reported. No additional information was available.

Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.